Manufacturer narrative:
Evaluation summary; the device was returned with the iris valve torn and fully attached to the lower protective ring. It was noted sleeve was torn but fully attached to the flex ring and the lower to be on the outside edge, which appeared to be the area of the tear origination point.

Event description:
During a right colectomy procedure, the device ripped. There was no pt consequence. Another like device was used to complete the procedure.